Manufacturer narrative:
Device evaluation indicated that visual inspection of the lead found fractured cables right at the paddle and pigtail junction. It appeared that the lead bodies were exposed to extreme tensile force resulting in fractured cables and damaged lumen. The root cause of the damage is unknown.

Event description:
A report was received that during device evaluation, the lead was found to be fractured. The root cause of the damage is unknown.